Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The new date of cleaning or repair was (B)(6) 2025. Tech services was on site on (B)(6) 2025 to clean the modular cable connection due to ongoing communication faults. The patient was in the cardiovascular operating room (cvor) to perform a transesophageal echocardiogram to determine clot status for the mitral valve, but this was never performed. The doctor was more concerned about the ventricular assist device (vad) turning back on during the cleaning than the embolism. The doctor was reassured that the vad would come back on once reconnected and they were okay with resolving this issue with cleaning the connector. There were two rounds of 30 second cleanings to clean the debris on the surface and pin sockets. The patient was anesthetized during the procedure and tolerated well per the anesthesiologist. The patient did not have any current communication faults when brought to the operating room (or) and none noted post cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. The alarm had cleared after the modular cable was replaced. Log files before the exchange was sent for review. The log file captured driveline comm faults a on (B)(6) 2025 at 12:39:12. Log files after the exchange was sent for review. It appeared that the driveline comm faults a had resolved. A few lines of data at the end of the file showed the issue was resolved. Additional information received on 05nov2025 stated that the driveline communication faults had returned. Several photos were provided including x ray images, images of a bend area on the pump side driveline, and a photo of the modular cable connection with noted green oxidation with the latter likely being the reason for the communication faults. The patient was noted to be very pump dependent if a cleaning procedure was to be performed. In the meantime, the communication fault was permanently silenced. The team would be onsite on (B)(6) 2025 for a potential heartmate3 driveline splice, or a connector cleaning based on the patient's transesophageal echocardiogram results.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The reported event of fluid ingress on the pump cable inline connector was not confirmed. The reported event of superficial damage to the pump cable was confirmed via the submitted photos. The submitted controller event log files captured a driveline communication fault alarm due to a communication a fault on (B)(6) 2025. The alarm was active until the driveline was disconnected. This series of events is consistent with the reported the modular cable exchange. The driveline was reconnected, and the pump ramped up to speed as intended. The pump operated as intended while the driveline was connected and there were no other notable events captured in the log files. The account submitted two x-ray images for review, which captured internal and external portions of the patient¿s driveline. The images appeared unremarkable and did not reveal any specific areas of concern. The account submitted an additional photo which captured a tear in the outer jacket of the pump cable which had been wrapped with clear tape. A root cause for the driveline communication fault alarms was not conclusively determined through this analysis; however, the reported fluid ingress on the pump cable inline connector could have contributed. A root cause for the fluid ingress on the pump cable inline connector was not conclusively determined through this analysis. A root cause for the superficial damage to the pump cable was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication fault alarms, as well as the recommended actions. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication fault alarms, and the recommended actions associated with these emergencies. This section also contains instructions to take in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states to contact your hospital contact if the driveline is or might be damaged. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.